Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was unknown. It was stated the event was "perhaps related to the lead connection". It was stated that the lead or extension "appeared to be exposed without rubber sleeve at connection point". It was reported that a surgical revision of the implantable neurostimulator (ins) and the extension occurred on (B)(6)-2013. It was noted that this was a "resolution of patient complaints". It was reported that he patient symptoms were "lancinating pain and shock sensation".the patient was not hospitalized and there was no patient injury.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the only time a doctor had seen electrode problems with shocks in the forehead or shocks in the scalp, he¿d had very high impedances. No further information was reported. Additional information has been requested but was not available as of the date of this report.